Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic because they experienced chest pain. It was noted that the implantable pulse generator (ipg) capture management was unable to run. It was noted that there was an elevated sensing integrity counter (sic) and double counting on the right ventricular (rv) lead. It was suspected that there were positioning problems with rv lead. The ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.